Event description:
It was reported to boston scientific corporation that a prefyx pre-pubic sling system was implanted into the patient on (B)(6) 2008. According to the complainant, the patient experienced pain and disability. All other information, including the patient's current condition, is unknown and reportedly unavailable.